Manufacturer narrative:
The crt-p will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was implanted with a cardiac resynchronization therapy pacemaker (crt-p) due to ischemic heart disease with an ejection fraction of 37%, heart failure, and myocardial infarction. No complications occurred during the implant procedure. When the patient was being transferred, she experienced cardiac arrest. Resuscitation efforts were performed for 15 minutes; however, the patient subsequently died. There were no allegations against the functionality of the device or that it caused or contributed to the patient's death.